Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025 the customer reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl during the night. The event was corrected with juice and cookies. The user did not require assistance, hospitalization, or medical intervention. No long-term health effects were reported.